Manufacturer narrative:
No other adverse events have been reported. The patient will continue to be monitored. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was generated from this system due to a low shocking impedance measurement. Impedance measurements are currently within normal limits. No adverse patient effects were reported.